Event description:
Pulmonetic systems, inc. Received the following report from a representative: event occurred in vehicle on several occasions. Vent has allegedly gone to inop several times when changing from internal battery to external dc power source. Patient had to disconnect from external power, reset alarm and restart vent on internal battery while bagging patient. Visual and audible inop alarm was present. Power source at time of event: switching from internal to external power source. No patient harm.